Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl, bupivacaine, and clonidine. The indications for use was non-malignant pain. It was reported that the patient stated there was a delay at 90% and it could take "anywhere from 10 to 15 minutes to a bolus". The patient stated they get 20 boluses per day. The patient mentioned they have been saying this to their healthcare provider for the "last several months" when they come in for a pump refill and "no one at the doctor's office is willing to entertain what to do about it. Just to contact the manufacturer." The patient said the issue was "getting worse and more frequent". The manufacturer's patient services specialist (pss) reviewed telemetry considerations with patient. Patient also stated they are getting "no pump response" when trying to connect. Pss reviewed meaning of no pump response and had the patient reset the communicator. The patient did not receive no pump response when connecting. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from consumer, and it was reported that the patient continued to have connection lag and they clear data every day. The agent offered to walk the patient through clearing data again and the patient declined. It was reported the patient¿s screen goes black after a couple of seconds. The agent connected patient to healthcareit (hcit). The patient had a refill yesterday (2025-04-02) and the ptm was working fine until overnight. This morning, they noticed they were locked out for a full day. Patient's therapy details indicate: boluses per day limited reached with lockout time 14hrs ~13min. Pump time: april 3rd, 2025, 9:48am (correctly matches patient's current date/time). Lockout duration 30min dose restriction window: 15/12hrs boluses per day: 15. Hcit transferred the patient back after they did troubleshooting regarding patient having to click 'cancel' then 'resync' but reported lockout/daylight savings time information. The patient came on the line and reported the screen was hung up on 'connecting' screen and the communicator timed out twice but it was back on now. The agent assisted the patient in clearing data, resetting communicator, and restarting myptm app. The patient was able to connect well. Prior to clearing data, the patient's data was 262 kb and cache was 32.77. The patient had cleared this data earlier today, prior to calling, and they clear the data every day. Agent verified the patient was clearing data per instructions. The patient verified 13hrs and 31minute lockout.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was receive from a consumer stated that for 'probably close to a month now,' they have been having issues with their equipment. The personal therapy manager (ptm) was taking 'up to 15-25 minutes' to deliver a bolus and the percentage was hanging at 90%. The patient mentioned that they reached out to medtronic in the past and were told to 'have the patient delete the data files,' but when they try to delete the files, the handset screen automatically brings them back to the home screen. The patient was able to deliver 20 boluses at that time, but now they are only able to get 15 boluses. The patient also stated that the screen was timing out so they would like to increase the screen timeout settings. The patient also mentioned that sometimes the controller gets hung up on 'connecting to the pump,' and they had to press 'cancel' to get it to connect. However, the patient does not turn on the communicator until after the ¿myptm¿ application was open and was starting to try to connect. The agent reviewed general use, and the patient agreed to monitor. It was determined that the patient was not clearing data in patient data service area and appeared to be in a different part of the settings. The agent reviewed and the agent assisted the patient in clearing their data and increasing the screen timeout. It was noted that prior to data clear, patient's data was 4.92 mb and the patient's cache was 77.82 kb. The patient will monitor and call back if further assistance is needed. The agent updated the patient's address with prs.